Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump cracked at the side of the battery compartment. The customer's blood glucose reading was 400 mg/dl to 450 mg/dl at the time of incident. Troubleshooting found that the battery cap is difficult for the customer to remove and that the time was incorrectly programmed into the pump. Troubleshooting assisted with the time but customer declined assistance for the high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass also, with cracked and damage display lcd window. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to physical damage to the lcd glass. The insulin pump had stripped battery cap, stripped battery cap coin slot, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The big white line at the battery tube due to cracked case.